Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an endeavor resolute drug-eluting stent. No abnormality noticed during inspection prior to use. The target lesion in the left main had 70% stenosis, moderate calcification and slight tortuosity. Lesion was pre-dilated once for 5 seconds. 50% stenosis remained. It was reported that during the procedure, the device was longitudinally compressed and impacted stent deployment. During the procedure no difficulties were encountered between the device and the guide catheter/guidewire. No resistance was noted while advancing the device to the lesion. Physician applied high pressure to dilate the device and completed the procedure. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.